Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient presented with wound dehiscence and experienced exudation around the center of the chest midline wound at the surgical site of the ventricular assist device (vad) implant. The area was open and tested positive for staphylococcus aureus infection. The patient was administered antibiotics. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with wound dehiscence. There was redness around the center of the chest midline wound at the surgical site of the ventricular assist device (vad) implant. The area was open and tested positive for staphylococcus aureus infection. The patient was admitted, and medical treatment was given. The vad remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient experienced exudation around the center of the chest midline wound at the surgical site. The patient received antibiotics.

Manufacturer narrative:
Corrections: a4, b5, b6, b7, d4, e1, h6. A supplemental report is being submitted for corrections. A4 weight in lbs corrected from 108 to 101. B5 description of event problem corrected to include that the patient experienced exudation around the center of the chest midline wound at the surgical site. The patient received antibiotics. B6 laboratory data corrected to (B)(6) 2019: systolic blood pressure 82 mm hg; heart rate 74 beats/min; temperature 36.5 centigrade degree; respiratory rate 16 breaths/min; international normalized ratio (inr) 2.0; sodium 140 mmol/l; potassium 4.4 mmol/l; blood urea nitrogen (bun) 18.0 mg/dl; creatinine 0.65 mg/dl; sgpt/alt 17 u/l; sgot/ast 21 u/l; lactate dehydrogenase (ldh) 248 u/l; total bilirubin 0.5 mg/dl; albumin 3.6 g/dl; hdl cholesterol 55.5 mg/dl; ldl cholesterol 67 mg/dl; c-reactive protein 0.04 mg/dl; bnp 498.1 pg/ml; uric acid 7.4 mg/dl; wbc count 6.8x10^3/ul; rbc count 385x10^6/ul; hemoglobin 10.2 g/dl; hematoc rit 32.2%; platelet count 28.2x10^3/ul; aptt 37.8 seconds; echocardiogram: left ventricular ejection fraction 31%; moderate tricuspid regurgitation; left atrial dimension measurement 26 mm; left ventricular wall thickness 5 mm; left ventricular dimension, major axis 43 mm. B7 relevant history corrected from cancer, ventricular tachycardia (vt), non-ischemic heart failure, pleural effusion, new york heart association (nyha) class I to cancer excluding local skin, ventricular tachycardia (vt), non-ischemic cardiomyopathy, pleural effusion, new york heart association (nyha) class iii. D4 unique identifier (UDI) # corrected (B)(4). E1 (B)(6) and fax number corrected to (B)(6). H6 patient codes corrected from c26726, c50863 to e1906, e2315, e2340. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the vad; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.